Event description:
A dissection was noted in the proximal left anterior descending. It was believed that the dissection was created from the guiding cathter. The vessel was stented in order to repair the dissection. The pt reportedly was in good condition. The device was discarded by the hosp.